Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for pain. It was reported that the patient was experiencing a burning sensation at the implantable neurostimulator (ins) site which had been occurring intermittently with no pattern to when it would happen. The duration of the burning sensation also varied. It was noted that this was a sudden change in therapy/symptoms starting about 2 to 3 months prior to the report. There was no trauma or fall reported to have been associated with the issue. The patient did note that they never turn the stimulation off. The patient was going to schedule an appointment to have the device checked. No further complications reported.